Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the act and esc button are not working. He was attempting to do a routing set change and the buttons stopped working. Customer reported via phone the insulin pump had alarmed no delivery and attempted to change the infusion set and reservoir and the buttons weren't responding. Customer didn't know his blood glucose level or any significant events which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had corroded keypad traces. No button error alarms noted during testing. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a scratched reservoir tube window.